Event description:
The customer reported that the device experienced a defib failure cycle power error 20004.

Manufacturer narrative:
The customer reported that the device experienced a defib failure cycle power error 20004. This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.